Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, photographs of the device were received. Inspection of the photographs identified a distal luer lock that was separated from the tubing. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured sometime between january 14, 2013 and january 16, 2013. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The root cause could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "restrictor" of a small volume intermate disconnected from the tubing. This occurred during setup and before patient connection. There was no patient involvement. No additional information is available.